Event description:
Subsequent to filing the initial MDR, additional information was received: the procedure was a scheduled procedure and the patient was experiencing symptoms prior to the procedure.

Manufacturer narrative:
(B)(4). The stent remains in the patients body. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(6). The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it was reported the lesion was heavily calcified, which may have contributed to the failure to advance. Additionally, an interaction with the lesion/anatomy during advancement in the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the anatomy during retraction of the stent delivery system (sds) in the lesion would have then led to the stent dislodgement. Additional non-surgical treatment was used to embed the dislodged stent in the vessel wall. The reported failure to advance and stent dislodgement appears to be related to the operational context of the procedure. It was reported that during use of the mini vision sds, a dissection occurred and the patient later died. The reported dissection and death are known adverse events listed in the mini vision instructions for use (IFU). Dissections can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. All sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
Reportedly the patient died during the procedure although the details are very limited at this time surrounding the patient's cause of death. The device failed to cross to the target lesion located in the left anterior descending artery due to heavy calcification and upon retraction of the device, the stent became dislodged in the left main requiring the use of a balloon dilatation catheter to compress the stent against the vessel wall. Additionally, during use of the device, a dissection was noted which required additional pti for treatment. No additional information was provided.